Event description:
It was reported the flushing pump was not pumping properly. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or patient harm associated with this event.

Manufacturer narrative:
E1: facility code: (B)(6). To date, device has not yet been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flushing pump was not pumping properly. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of pump head. Olympus will continue to monitor field performance for this device.